Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation results: we received for investigation a 11.6 cm long piece of babyport catheter. The catheter is burst 4 cm from its distal extremity; after cleaning, we can see that the distal part of the catheter was occluded by dry blood residues. Conclusion: the evaluation of the explanted device did not allowed us to detect any manufacturing defect on the device. The catheter burst observed probably results from the fact that excessive pressure has been applied during injection while the catheter was obstructed by an external element (drug crystallisation, thrombus, fibrin sleeve,...). The IFU specify to always verify that the port is functional by aspirating blood then injecting nacl before attempting to start an infusion and give some advices to avoid occlusion of the system and to avoid generating excessive pressures in case of occlusion of the system. It is an isolated case. No manufacturing defect has been detected on the returned sample, consequently no corrective action is envisaged.

Event description:
The lumen of the catheter is curved and deformed.